Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, cubie was failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation used in this incident, it was determined that the cubie was not detected on the bus. A field service engineer (fse) did not identify any failure as the customer rebooted the system before the arrival, and no repair was performed. The system functioned as intended after the customer resolved the issue.